Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Force sensor test error noted in event history log. Upon start up, the customer complaint was confirmed. The force was out of spec at 5 and 15lbs and the count was at zero. The problem source was noted to be normal wear and tear; device noted to be over 2.5 years old.

Event description:
Information was received that device has force sensor error. No adverse effects reported.